Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in an unknown vessel. The physician attempted to place the 3.00x24mm taxus liberte stent, but was unable to cross the lesion. Upon removal, it was noted that the distal tip of the catheter and distal edge of the stent were flared. The procedure was successfully completed with another stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.